Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was returned for evaluation. A visual inspection of the device was performed and the device presented the body kinked along the wire and the spring tip broken (1.7cm approx.) All the outer diameter are within the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07006. Reportable based on device analysis completed on 25sept2015. It was reported that the device failed to cross the lesion. The 1.50mm rotalink¿ burr and 330cm rotawire¿ and wireclip¿ torquer were selected to treat the severely calcified left coronary artery. During the procedure, inside the patient it was noted that the device was not able cross the lesion. The devices were pulled out and the procedure was completed with another of the same device. No patient complication were reported and the patients' condition was stable. However, device analysis of the guidewire revealed that the spring tip broken